Event description:
It was reported that a 39-year-old caucasian female patient underwent a primary breast augmentation surgery with a left-sided 375cc mentor memorygel breast implant and a right-sided 400cc mentor memorygel breast implant. Post-operatively, the patient experienced capsular contracture of an unknown baker grade in the left breast as well as a rupture of her left prosthesis. The patient had magnetic resonance imaging performed that identified the left-sided rupture as well as small masses in the right breast. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2022-13059 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: breast mass manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, mentor received the device for evaluation. On april 11, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).